Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that system diagnostic testing resulted in high lead impedance readings. The pt has decided not to undergo revision surgery at this time. The cause for the event is unk at this time, however, the high impedance could be a result of fibrosis, a connector/generator interface issue, as x-rays were unable to confirm proper connection, or an incomplete lead fracture (fracture through several coil strands, but not through all four). High battery impedance has been ruled out with a battery life estimate, which yielded over 7 years remaining until eri is yes.